Event description:
It was reported to hill-rom that the brakes on the rite hite were not working correctly. It was later reported by the hospital that an employee had a severe back injury while trying to operate the bed with the broken brake. The employee was taken to the emergency room. A hill-rom service technician inspected the bed and found that the head brake was not working. The brake was replaced with a functional brake.